Event description:
The patient received an scs system including a non-rechargeable ipg on (B)(6) 2010. It was reported that the low battery warning was observed on the patient's programmer. It was determined that the warning was a result of battery passivation, and the message was successfully cleared.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.